Manufacturer narrative:
Additional information provided in a.1., a.2., a.3., d.11., and e.1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during the implant of an intraocular lens (iol) a "post capsular tear with pterygium at incision site" occurred. Additional information was requested.

Manufacturer narrative:
Additional information provided in h3, h6 and h10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).